Manufacturer narrative:
Updated data: b5. Added second paragraph. E1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of this transcatheter bioprosthetic valve, upon fluoroscopic inspection of the valve load, a misload was identified due to a frame node overlap involving the fourth node. Subsequently, a new valve was loaded into a new delivery catheter system (dcs) and inserted into the patient. The dcs was advanced to the annulus and deployed at a depth of 3 to 5 mm. Upon initial deployment, an infold was observed in the valve frame. The valve was recaptured and withdrawn from the patient. A new valve was loaded into a new dcs and implanted in the patient. No patient complications were reported as a result of this event. Additional information was received indicating that the initial misload involved a frame node overlap going to, but not exceeding the fourth node. No misload was identified during the loading of the second valve.

Event description:
It was reported that prior to the implant of this transcatheter bioprosthetic valve, upon fluoroscopic inspection of the valve load, a misload was identified due to a frame node overlap involving the fourth node. Subsequently, a new valve was loaded into a new delivery catheter system (dcs) and inserted into the patient. The dcs was advanced to the annulus and deployed at a depth of 3 to 5 mm. Upon initial deployment, an infold was observed in the valve frame. The valve was recaptured and withdrawn from the patient. A new valve was loaded into a new dcs and implanted in the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34, (lot: 0012500118); product type: 0195-heart valves; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.